Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) despite receiving re-education and replacing the charger. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced with a newer model. The patient was doing well postoperatively and charging issue was resolved.